Event description:
New information received notes programming changes were made. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A report of crosstalk on the implantable cardioverter defibrillator was received. Forcing atrial pacing was recommended. Atrial pacing was not frequently observed. The patient was reported to be asymptomatic. Further information has been requested but is not yet available.